Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: the doctor often uses procore 20g for biopsy of lesions in the head and body of the pancreas. In this case, the inner diameter of the scope was damaged due to the needle of procore 20g during use. While the scope was straight, the tip of the scope was angled. Procore 20g was introduced into the scope channel, and the sheath adjuster was set to 2cm. The sheath was visualized in the endoscopic image, and the doctor judged that the scope probe was not attached to the puncture site because it was too long, so he adjusted the sheath adjuster to 1cm. Then the needle damaged the inner diameter of the scope. The procedure was later completed using acquire 22g. Afterwards, they inserted the procore20g into the scope, set the sheath adjuster to 2cm and checked the sheath. They gently pushed the sheath at the tip of the scope with their fingers and confirmed that the sheath went inside the scope and shortened to less than 2 cm. (B)(4) below are some complaints related to procore 20g. 1. The sheath fixed with the sheath adjuster is pushed into the scope by small pressure. ((B)(4)) 2. When disassembling the pro core from the scope, even if you turn the handle to release the luer lock, the luer lock remains locked and the handle spin in vain ((B)(4)). 3. There are cases where needle retrieval is not successful after piercing the lesion. ((B)(4)) + 16. Was it possible to fully retract before removing the needle from the patient? Sometimes it is difficult to retrieve needles. There are cases where there is severe resistance. Patient outcome: did any section of the device remain inside the patient body? No did the patient require any additional procedures due to this occurrence? No did the product cause or contribute to the need for additional procedure(s)? No were there any adverse effects on the patient due to this occurrence? No did the product cause or contribute to the adverse effect(s)? No patient/event info - notes: 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.) Pancreas. Target was body of pancreas. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 3. Please describe the size of the intended target site. Unknown 4. If not with the device in question, how was the procedure performed and/or finished? Acquire 22g was used. 5. Was the device used in a tortuous position? No 6. Are images of the device or procedure available? No 7. Was the device damaged in packaging before removal? No 8. Was the device damaged on removal from packaging? No 9. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 10. What is the endoscope manufacturer and model number that was used? Gf-uct260 (olympus) 11. Was the scope recently serviced / repaired? No 12. Was resistance felt while inserting the device through the scope? No 13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Needle punctured 14. Was the syringe used during the procedure, after the stylet was removed? Yes 15. Was difficulty experienced while retracting the needle? No 16. Was it possible to fully retract before removing the needle from the patient? Sometimes it is difficult to retrieve needles. There are cases where there is severe resistance. 17. Was gaining access to the target site difficult? No 18. Was the endoscope in a flexed or twisted position at any time during the procedure? No 19. Was puncture of the target site difficult? No 20. Was the stylet partially removed when advancing into the target site? No 21. How many samples were obtained with this needle? Nothing 22. Did any section of the device detach inside the patient? No 23. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? 24. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use?no 25. Was there difficulty in attaching or detaching the device of the leur lock to the scope? No 26. If the device is a procore, is the kink located distally at the notch / core trap?

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided document-based investigation was conducted. It should be noted that this file is related to other complaint files. For details of the other investigation please refer to: (B)(6). Manufacturing records: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. As the lot number is unknown a review of manufacturing records could not be performed. Instructions for use and/label: the notes section of the instructions for use, (ifu0077) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined from the available information. As no device was returned for evaluation, no images were shared and limited information ware provided a possible root cause is difficult to determine but could be attributed to the device possibly being held at an angle when trying to withdraw the needle or in an un-favourable position. It is also possible that the needle may have become kinked at some point during the procedure (set-up or during use) on device that was not visible to user for example within handle or under sheath extender. This in turn may have caused the needle retraction issue. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 20-feb-2025.